Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device is currently on shipping from user facility to bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): no pre alarm was activated.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4) (manufacturer). This report has been identified as b. Braun (B)(4) internal report (B)(4). Result of examination: the device was subjected to a visual and functional examination. No external damages were detected. The device showed age-related marks of use and was slightly contaminated. The device passed the self test with a positive result. The syringe, which was engaged for testing purposes, was dependably identified and could be selected. The long term test revealed no abnormalities. The vtbi alarms and kvo alarms occurred visible as well as audible. Based on the selected settings the pre-alarm occurred only one time. The vtbi end alarm did not occur, because the kvo mode was activated. No damages were discovered inside. The pump operated as intended and the reported failure could not be reproduced. No specific conclusion can be made. The device operated like the settings were adjusted by the end user.